Event description:
I had lasik done to both eyes in (B)(6) 2004. I had a detached retina in my left eye on (B)(6) 2012 and a weakening in my right eye. I had surgery to reattach the retina in my left eye and am waiting for cataract surgery to regain my vision. I will have laser surgery on my right eye in a week to strengthen the weakness so that the right retina doesn't detach. I had no idea that lasik could cause detached retinas. The doctors insist that there is no correlation between the two but, now I'm not so sure. I am an extremely healthy person, with no family history of eye problems.